Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient will lay on his left side, then turns over to his right side the stim will shut off, then he will change to his left side and it will come back on. The caller reports similarly when he is out and doesn't have controller with him, he will also feel stim turn off or "rev up". The patient spoke with a manufacturer¿s representative who planned to meet with the patient to assess the issue. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.